Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that the insulin pump did not allowed him to calibrate. Customer stated system did not allow calibrations if blood glucose not between 40 mg/dl to 400 mg/dl blood glucose was 408 mg/dl and customer already took bolus and got 4 remaining active insulin. Customer declined to troubleshooting and will continue to monitor blood glucose. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.